Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but temperature alarms occurred. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. As well, as that the pump was warm to the touch. Reportedly, the pump was charging during the event. Customer¿s blood glucose level was 129-170 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.